Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping during our testing. The insulin pump is with in normal operating currents and no unexpected battery out limit alarm noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer was trying to go through the bolus wizard but then the carbs number started ramping up on its own. Customer removed the battery and placed a new one into the pump. Customer was not able to clear the alarm since the buttons did not seem to work. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.